Event description:
During field service installation of the device, the user reported that there were loose parts rattling inside the module. No other details regarding the nature of the event were provided. Since the event occurred during installation of the device, there was no pt involvement during this event.